Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical testing and x-ray examination of the lead did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted, and the measured of helix extension length was within specification.

Event description:
During an initial implant procedure, it was reported the right atrial (ra) lead would not hold. The ra lead was explanted and replaced to resolve the event. The patient was stable.